Event description:
As reported, approximately 6 years and 11 months post the initial left tka, the patient was revised and everything removed due to suspected implant loosening in femur and poly wear/lysis. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: (B)(6) 02-012-43-5050 - lgc tibia rbktray cem sz 5f/ 5t. (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-32 - threaded pin size 3.0 collarless. 06001017117 (B)(6) - gps implant kit v2.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided.